Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that since the initial implant of this artificial urinary sphincter, the patient has been unable to void without suprapubic catheter. The physician indicated the cuff may have been too tight. The patient also experienced erosion. The cuff was explanted. A new artificial urinary sphincter will be implanted after the urethra heals. No further patient complications were reported.